Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen separated from the device, resulting in a cracked and nonresponsive display, consistent with a screen bezel separation device malfunction affecting the touchscreen/display component. Symptoms included inability to operate the device via the touchscreen. Outcomes included device interruption that necessitated a replacement ilet and return of the original device, while the patient continued glucose monitoring with a dexcom g7. Investigation included collection of event details and arrangement for return and evaluation of the affected unit. Investigation of this case revealed a physical display assembly failure consistent with prior reports of touchscreen separation. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the display assembly.